Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to pocket erosion and infection. Reportedly, the patient apparently had a ventricular fibrillation (vf) arrest. No adverse patient effects were reported. The rv lead was explanted.